Event description:
The therapy was restored and the patient's issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's system was explanted and replaced due to an increased charging burden and the patient was no longer receiving effective stimulation.